Event description:
Received a consumer report informing co she experienced sloughing after the use of several tampons. Consumer initially indicated that medical attention was not needed; however eleven days later she contacted co indicating a physician's appointment had since occurred whereas pieces of "matter" were removed.